Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, coronary artery disease, peripheral arterial disease, impaired renal function, atrial fibrillation, prior stroke, bicuspid aortic valve, and prior surgical aortic valve replacement. Complications reported included stroke; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created.literature attachment: managing hostile aortic anatomies using an extended length introducer sheath during transfemoral tavr: rationale and clinical outcomesb3: event date was estimated.d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "managing hostile aortic anatomies using an extended length introducer sheath during transfemoral tavr: rationale and clinical outcomes", was reviewed. This research article is a retrospective single-center study experience to evaluate the saety and efficacy of using the extended length dryseal flex introducer sheath for transfemoral (tf) transcatheter aortic valve replacement (tavr) in high-risk patients with challenging aortic anatomies. The devices included in this study were evolut r, evolut pro, evolut fx, portico, navitor, acurate neo2, acurate prime, other tav, and dryseal introducer. The article concluded that in patients with hostile aortic anatomies, the extended-length dryseal flex introducer sheath facilitated safe and effective tav delivery and was associated with a low rate of peri-procedural complications, including cerebrovascular events. [The primary and corresponding author was ole de backer, the heart center - rigshospitalet, inge lehmanns vej 7, copenhagen, denmark, with corresponding email: ole.debacker@gmail.com.] This study included all consecutive patients who underwent tf-tavr with the 65-cm dryseal sheath between 2021 january and july 2025. A total of 2,430 patients were included in the study, of which 37.07% (901) received an abbott device. The average age of the long dryseal approach group was 80 years. The average age of the conventional approach group was 79 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, coronary artery disease, peripheral arterial disease, impaired renal function, atrial fibrillation, prior stroke, bicuspid aortic valve, and prior surgical aortic valve replacement.